Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient complaints about a very strange hearing with the implant.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found partially outside of cochlea. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient complaints about a very strange hearing with the implant. The patient has been re-implanted on (B)(6) 2016.